Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23mm trifecta valve was implanted. On (B)(6) 2017, structural valve deterioration with severe aortic regurgitation was diagnosed. On (B)(6) 2017, the patient was transferred to another hospital for consideration of an aortic valve replacement. In lieu of a redo surgical avr, a tavr was performed using a 23mm medtronic evolut. The patient was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6)).